Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient received insufficient pain relief. To address the issue, patient underwent surgical intervention on (B)(6) 2025 wherein a new lead was added. Effective therapy was established post-op.